Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm during rewind on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error 6 times in the last 30 days. Customer was unable to exit the rewind screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.